Manufacturer narrative:
Subsequently, boston scientific crm received information from an implant form that this device was explanted and replaced in (B)(6) 2010 due to normal battery depletion. To date, the device has not been returned to boston scientific's post market quality assurance laboratory for analysis.

Event description:
Boston scientific crm received information that this local representative contacted technical services to report that in (B)(6) 2009, this device's monitoring voltage was 2.54 volts and was associated with a charge time of 14.3 seconds. Currently, the monitoring voltage is 2.26 volts with a charge time of 35.3 seconds. Technical services reviewed end-of-life (eol) voltage and charge time. Technical services informed the local representative that eol was triggered by charge time. Technical services recommended device replacement.